Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, diabetes mellitus, smoker, local infection / subacute chronic osteitis, peri-implantitis, infection, inflammation, mobility.